Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory between 10:45 and 11:00 was 3.2 inr. The result from the meter at 1:59 p.m. Was 4.7 inr. The result from the meter at 2:53 p.m. Was 4.7 inr. The patient¿s therapeutic range is 2.0-3.0 inr.